Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use that the 18 g x 1 1/2 in. Bd¿ blunt filter needle had defective or damaged packaging. No reports or injury or medical intervention were reported.

Manufacturer narrative:
Investigation results: no photos or samples were received in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined. Possible root cause: parts separation during the packaging operation. Operator error. A second operator monitors the packaging line to remove unshielded needles, fill empty blisters, and remove high parts. The package will have little holes caused by the end of the unshielded needle. DHR review shows batch 5239925 had nine visual inspections performed on 630 parts with zero defects noted. Assembly batch 5240592 had 136 visual inspections performed on 6,950 parts with zero defects noted. Shield removal force testing was performed 68 times using 340 parts with a minimum removal force of 2.7 lbs., a maximum removal force of 8.19 lbs., and an average of 4.61 lbs. The specification limits for shield removal forces are 0.5 ¿ 12.0 lbs. With an average < 9.0 lbs. No notifications were written for this batch, nor for the associated assembly batch. Qn review: no notifications were written for this batch, nor for the associated assembly batch. If corrective/preventative action not required, provide rationale: the operator instruction has been updated to reflect the requirement of a second operator, and define what they are monitoring the parts for. The monitoring operators have also been advised to more diligent when the machine stops to verify and correct the reason for the stoppage prior to restarting the line.